Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation -uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain -pelvic"), abdominal pain ("pain -abdominal"), hypersensitivity ("allergy- hypersensitivity"), dermatitis allergic ("allergy- rash/skin condition"), allergy to metals ("allergy- nickel allergy") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy (bilateral), tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, hypersensitivity, dermatitis allergic and allergy to metals outcome was unknown and the pelvic pain, abdominal pain and fatigue had resolved. The reporter considered abdominal pain, allergy to metals, dermatitis allergic, fatigue, hypersensitivity, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient had received treatment for pain -pelvic/abdominal, allergy- hypersensitivity, rash/skin condition, nickel allergy, perforation -uterus and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) conducted: (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: incident category updated. Previously reported event injury replaced by new events perforation ¿uterus, pain -pelvic/abdominal, allergy- hypersensitivity, rash/skin condition, nickel allergy and fatigue. Outcome for the events pain -pelvic/abdominal and fatigue updated to recovered / resolved. Reporter information, product indication and removal date updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.